Event description:
It was reported that the fiber was not working as expected because it was broken at the connector. The procedure was completed with another device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.